Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was reseated and a filament calibration was completed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system displayed an error code message. No report of pt or staff injury.